Event description:
Patient reported experiencing hyperglycemia because the piston rod on the infusion device blocked and she did not receive any insulin. Patient states there were no alarms or error message. Patient reported having hyperglycemia on (B)(6) 2011 with ketone bodies and her doctor gave her treatment by phone because the pt could not go to the hospital. Patient reported experiencing repetitive hyperglycemia since (B)(6) 2011 and detected that when she was priming the insulin cartridge, the insulin did not come out regularly. Patient stated when the piston rod on the infusion device arrived at half of the insulin cartridge (217 units) it made a different noise and then worked normal again. Patient's normal blood glucose levels are 200 mg/dl. Patient reported she was recently diagnosed with addison's disease and is receiving treatment with hydrocortisone (8-4-3) and fludrocortisone (at morning and at night). Patient stated her blood glucose level was 117 mg/dl before going to sleep at 12:00 am and she wakes up at 5:30 am because she was thirsty and needed to urinate. Patient reported her blood glucose level was at 502 mg/dl and she was positive for ketonuria (for the smell of the breath as she did not have test strips). Patient stated her family called the endocrinologist and following the doctor's indications, they injected 3.0 units of ultra-fast insulin and gave her a buffer tampon. Patient stated at 6:30 am her blood glucose level was at 330 mg/dl and they did not inject more insulin but continued with the buffer solution. Patient reported at 8 am her blood glucose was 180 mg/dl and they injected 6.0 units of insulin via pen. Patient stated she ate her breakfast and took her medications. Patient reported she has metabolism problems with the insulin, (she does not respond to the usual absorption or to the normal action times of insulin) and has a visit with her endocrinologist today. Patient stated at 5:30 am when her parents realized that she had an elevated blood glucose level, they attempted to bolus using the infusion device and at that point the error e6 (mechanical error) displayed on the screen. The pt's family alleged that the piston rod made a noise and the infusion device does not deliver insulin correctly. Patient reported the infusion device did not show any error or alarm during the night and there was no air in the insulin cartridge. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.